Event description:
The patient ((B)(6)) scs system includes an ipg. It was reported that the patient was experiencing problematic stimulation as well as an increased recharge burden for his ipg. In an effort to resolve these issues, surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.